Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 4 right. Code 02.07.1204r / lot 121940 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary ps fixed tibial insert size 4, 10 mm. Code 02.07.0410psf / lot 121129 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Gmk primary cementless ps femur size 4 right (not marketed in the USA): code 02.07.2104r / lot 121002 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, the infection is highly likely not device related.

Event description:
Ref (B)(4).